Manufacturer narrative:
A ge service rep performed an onsite investigation. The power switch was replaced and parts were ordered. No further repair info is available at this time.

Event description:
The customer reported that the left monitor was not working. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.